Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was repositioned for an unknown reason and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was repositioned for an unknown reason and remains in use. The ra lead was revised due to issues with sensing, increased thresholds and a micro-dislodgement. It was also reported that diminished r waves were noted on the right ventricular (rv) lead. The rv lead remains in use no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that small r waves, increased thresholds and a micro-dislodgement were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was revised due to issues with sensing and threshold.